Event description:
According to the reporter, during sleeve gastrectomy procedure, when dividing stomach from the omentum, medium/thick tissue bundle, the device had no seal (no evidence of energy delivery and end tones heard). There was no re-grasp alert. First activation was not performed. No successful seal was completed and the handpiece was reused. Another ligasure was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted eschar build up in the jaws of the device. Once the eschar was removed a staple was noted at the heel of the seal plate. Evidence of arcing and minor damage was noted around the staple on the seal plate. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was recognized by all three generators (forcetriad, ft10, ls10). No electrical or wiring issues were found. It was reported that the device sealed partially. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of a damaged seal plate and improper cleaning. The product analysis noted evidence that the device was not used as intended. This issue may occur with the user grasping a metal object like a staple or clip. The damage to the seal plate caused the device to produce regrasp alarms when tested on simulated tissue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc.) May increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. Do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. Keep instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during sleeve gastrectomy procedure, when dividing stomach from the omentum, medium/thick tissue bundle, the device had no seal (no evidence of energy delivery and end tones heard).there was no re-grasp alert. First activation was not performed. Another ligasure was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.